Manufacturer narrative:
(B)(4). The device has not been returned for investigation and no lot information has been provided to review the manufacturing documents of this particular product. A review of all device history records (DHR) that have been reviewed to date have not revealed any instances where there was information in the DHR which contributed to the patient event.

Event description:
According to the reporter, the patient has experienced unspecified injury as a result of use of the product, resulting in a procedure to remove the device.